Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient received an inappropriate shock due to fracture on the right ventricular (rv) lead. There was also noise on the lead. A lead integrity alert (lia) triggered for short interval counts (sic) and non-sustained tachycardia (nst) episodes. During the lead revision the right atrial (ra) lead was damaged. The rv and ra leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, ICD, implanted: (B)(6) 2011; 5071, lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.